Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 the unit was not producing an image and was instead displaying an e315 scope communication error. The evaluation also revealed fluid invasion from a leak at one of the valves. Consequently, it is believed that the mostly likely cause for the reported failure modes is fluid invasion that ultimately compromised the internal electrical components. Those elements likely caused/contributed to both the error code as well as the image failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was discovered that the olympus colonovideoscope was not producing an image, and was instead presenting an e315 scope communication. There was no patient involvement during this event.